Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's high blood glucose level. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was 329mg/dl. The mother states they have been treating with insulin pen. Troubleshoot was conducted. The device passed the testing and was found to be operating as designed. The customer was advised to change out the entire set and reservoir and contact their healthcare provider regarding unexplained high levels. The customer was advised to monitor the device and call back if issues persist.